Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was separated, kinked and the distal tip was stretched. No other anomalies were observed. Sem (scanning electron microscopy) micrographs were obtained on the proximal separation site (distal fractured segment was not returned for analysis). There is some dimpling seen in the images, which suggests this is a ductile fracture. There is also evidence of torsional forces on the fracture surface area of the core wire. No material anomalies or inclusions were noted. The ptfe coating was noted to be scraped/peeling. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to user related. This likely did not cause or contribute to the initial reported event. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Per the device directions for use (dfu): "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." Examination of the separation site showed evidence of a ductile fracture; however, this is not definitive. The additional information indicated that the guidewire was in good condition prior to use, prepared per the dfu, continuous flush was maintained and the patient's anatomy was reported as difficult. Although difficult anatomy can be considered a contributing factor for the reported fracture, it most likely did not cause the fracture of the device directly. Given the condition of the guidewire and the sem analysis, the guidewire most likely fractured due to excessive tensional and torsional forces exerted to the guidewire. However, the cause for the reported break/fracture could not be definitively determined. Because a definitive cause could not be determined following review and analysis of available information, the exact cause of the reported guidewire break cannot be determined.

Event description:
It was reported that the guidewire was 180 degree shaped two times, and during use, it fractured in the patient's internal carotid artery. The physician used aspiration to remove the fractured portion of the guidewire. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the guidewire was 180 degree shaped two times, and during use, it fractured in the patient's internal carotid artery. The physician used aspiration to remove the fractured portion of the guidewire. There were no reported clinical consequences to the patient due to this event.